Event description:
Litigation alleged the patient suffered pain and elevated metal ion levels as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain coming from the undersized stem implanted in varus. Dor: (B)(6) 2012. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the stems provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.